Manufacturer narrative:
The complaint investigation for a falsely elevated potassium result generated from architect c16000, serial # (B)(6) while using alinity c ict sample diluent lot number 36566un22 included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. Ticket search by lot 36566un22 did not find an increase in complaint activity. Ticket and trending review did not identify any tremds. Device history record review did not identify any issues. Quality control result was within expected range during discrepant result generation indicating the acceptable performance of the ict sample diluent. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no deficiency was identified.

Event description:
The customer reported falsely elevated potassium generated from an architect c16000 and provided the following data for 1 patient: the sample ID (B)(6) initial result was 8.6 mmol/l. The customer reported that the 8.6 value was questioned. Upon repeat, the result was 4.1 mmol/l. There was no impact to patient management reported.

Event description:
The customer reported falsely elevated potassium generated from an architect c16000 and provided the following data for 1 patient: the sample ID (B)(6) initial result was 8.6 mmol/l. The customer reported that the 8.6 value was questioned. Upon repeat, the result was 4.1 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.